Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon injecting water during a pretest, the funnel inflated instead of the foley catheter balloon. According to inquiry sheet, no problem observed during inflation. The inflation funnel swelled. There was a dent mark on the catheter shaft. Water was injected vigorously. Usually, balloon could be inflated within 5 seconds.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that upon injecting water during a pretest, the funnel inflated instead of the foley catheter balloon. According to inquiry sheet, no problem observed during inflation. The inflation funnel swelled. There was a dent mark on the catheter shaft. Water was injected vigorously. Usually, balloon could be inflated within 5 seconds.